Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio reseated the connector for the main keypad assembly, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on under battery power. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on under battery power. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).